Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Following receipt of the device on 23-jul-2018, preliminary results indicate that the device shows signs of arcing.

Event description:
Country of complaint: (B)(6). It was reported from the customer that the clamp/device was not completely sealing. Investigation of the device identified signs of arcing.

Manufacturer narrative:
Investigation: used test and analysis equipment: panasonic dmc tz8 digital camera. First we made a visible inspection of the jaw. Except the blood soiling and the charring, we found no further abnormalities. Then we checked the mechanical function. The clamping and the cutting function worked well. Batch history review: the manufacturing document shave been checked and found to be according to specification which was valid during the time of production. There are currently no further complaints with this lot at hand. Conclusion and root cause: the root cause of the problem is most probably design related. Rational: one probable root cause in cases like this is an improper cleaning during surgery, so that carbonized residues of blood or tissue initiate an arc. A further possible root cause is a damaged insulation tongue (dissection clip). This damage created by incorrect handling during cleaning of the electrodes. A damaged during rf- generator failures can be excluded. Because there is suspicion of a design related aspect of the failure, we have entered this failure mode into our CAPA system and are working on a solution. Therefore we will grant free replacement. Corrective action: a CAPA for improvement and better durability was started (B)(4).